Event description:
As reported: "revision today on a [left] total hip. Revision was due to frequent dislocations. The stryker cup was removed and a competitor cup was implanted with a new stryker head." Spoke to rep. The adm/ mdm poly insert was separating from the mdm metal liner. Rep provided usage sheets for current and prior revisions, and confirmed that there were no allegations against the revised head, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.